Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: cognitive and functional status after transcatheter and mini-aortic valve replacement: a prospective cohort study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "cognitive and functional status after transcatheter and mini-aortic valve replacement: a prospective cohort study", was reviewed. This research article is a prospective single-center experience to evaluate the cognitive and functional status of patients undergoing mini aortic valve replacement (miniavr) and transcatheter aortic valve replacement (tavr). The devices included in the study were epic valve and perimount magna ease aortic valve. The article concluded that long-term cognitive function is preserved among patients after miniavr and tavr despite an early small postoperative cognitive decline. [The primary and corresponding author was krish dewan, rutgers robert wood johnson medical school, department of surgery, new brunswick, nj, with corresponding e-mail: kd761@rwjms.rutgers.edu.] This study included patients undergoing miniavr or tavr from 01 march 2020 to 30 september 2022. A total of 50 patients were included in the study, of which an unknown amount received an abbott device. The median age of the miniavr group was 65 years. The median age of the tavr group was 78 years. The majority gender was male. Comorbidities included coronary artery disease, hypertension, diabetes mellites, atrial fibrillation, congestive heart failure, cancer, central nervous system disorder, gastrointestinal disorder, mitral regurgitation, mitral stenosis, and tricuspid regurgitation.